Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, fse found that the cause of the issue was a software bug. Upon troubleshooting, fse found that the main pc of the device was unable to start due to a software error. Fse confirmed that windows were crashed, and system showed blue screen. To resolve the issue, fse reinstalled the software on the main pc. After the repairs were completed, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.